Manufacturer narrative:
Recall: continued 1627487-07262012-002-r;1627487-12192011-003-r. This ipg serial number is included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg was not providing effective therapy and patient did not charge the ipg . As a result ipg was deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced with a different model and therapy was restored post-operatively. Concomitant medical products and therapy dates- unknown at this time. Initial reporter information unknown at this time.